Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The patient presented to the emergency room with twitching in the right side of the body. Upon device interrogation, it was noted that the rv pacing led to right atrial (ra) capture which seemed to caused stimulation. An x-ray showed that rv lead was above the ra lead in the superior vena cava. Additional information indicates that the rv lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.